Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person).

Event description:
It was reported that prior to patient use the cardiosave intra-aortic balloon pump (iabp) had an undetectable helium tank. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse realized the o ring on the console was not seated correctly. The fse reseated and adjusted the o ring within the console. The fse performed a full calibration and tested the unit. The equipment works to manufacture's specifications and has been cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.